Manufacturer narrative:
Other contact phone number: (B)(6). Other contact email: (B)(6). Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
Customer reported that prior to use the cardiosave intra-aortic balloon pump (iabp) had a power up failure, customer heard loud pitch alarm upon boot up. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions , medical device ¿ problem code), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were unable to replicate the power up failure. However, fault code # 139 power management communication error was recorded 3 times. Power management pcba was replaced. Safety disk & tidal volume disk were also replaced as the allowable inflate/deflate cycles of these parts were exceeded. Product passed all functional and safety tests per manufacturer specifications. The failure analysis and testing dept. Received part with a reported unit failure of a fault code 139 and alarm during bootup.the fat performed a visual inspection and found the part to be in good condition.the fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number .no failure confirmed. Retaining the part in the failure analysis and testing department per procedure .